Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional two perclose proglide devices referenced are being filed under separate manufacturer report numbers.

Event description:
It was reported that suture placement in a common femoral artery was attempted for three proglide devices with a 6fr sheath, using a preclose technique, prior to an transcatheter aortic valve implantation (tavi) procedure. Reportedly, a cuff miss occurred with the three proglide devices. The sutures of two additional proglide devices were preplaced. The sheath size was upsized to 18fr. The tavi procedure was completed and hemostasis was achieved with the two additional proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The twisted material was unable to be confirmed. Analysis indicated the suture mediated closure (smc) system was returned with the sheath kinked at the guide. The device operates differently then expected could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling of the device during advancement resulted in the noted kink and misalignment. The treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, the following additional information was received: it was reported that the cuff misses, as previously reported, did not occur. Reportedly, all three proglide devices were prepped, backloaded onto the guide wire and advanced into the patient. Misalignment was noticed with the three proglide devices; they were removed before deployment. The main body of the proglide devices seemed to be distorted/twisted in contrast to the proglide device sheaths.